Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type catheter product ID 8785 lot# hg960cf implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-mar-2023, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 16-jul-2027, UDI#: (B)(4) ; product ID: 8785, serial/lot #: (B)(6), ubd: 31-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing baclofen (3000 mcg/ml), bupivacaine (4.4 mg/ml), hydromorphone (1.9 mg/ml), and clonidine (140 mcg/ml). It was reported that the pump site was infected. The actions taken to resolve it was a proximal catheter segment was explanted and infected pump. A new pump and a catheter was tunneled into a new pocket that was created in patient's abdomen opposite to the infected pump site. The infected pump was removed and a drain was placed. The healthcare provider reported that the cause of the infection was due to the patient picking at the incision site. The event was reported as unresolved as the patient needed more time to heal from the infection.